Event description:
Reporter alleged blood glucose reading was lo back to back with a result of 98 mg/dl performed with about 5 minutes of each other. It was reported customer was unable to locate the alleged values in the meter memory. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.